Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va03e59, implanted: (B)(6) 2012, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387s-40, lot# va03e59, implanted: (B)(6) 2012, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported the patient had a shock like sensation below the clavicle where the extension plugs into the stimulator. Examination and palpation did not reveal any shocks. Chest x-ray showed the battery was in the same position and there leads did not show any discontinuity. The electrodes appeared in tact with no evidence of disconnection or wire breakage. The etiology was noted as the incisional site/device tract for the stimulator and lead/extension. The event was possibly related to the device, therapy, and implant procedure. There was no additional information on interventions or a report of worsening or continuing shocking after imaging was done. No action was taken and the event was considered resolved without sequelae.